Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose level is unknown. The customer stated that the insulin in the reservoir would not go through into the tubing. The customer stated that the alarm was resolved by a complete set change. The customer would like to return the set for analysis. The customer was not able to troubleshoot at time of call. The customer was not able to determine the cause of the issue.